Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were observed due to lead noise via remote transmission. Programming changes were made. Patient will be monitored with routine follow-ups.